Manufacturer narrative:
H.6 investigation summary this complaint is confirmed. This complaint is for foreign material resembling mold in a tube of phoenix ast broth (246003) batch number 2048464. The customer did provide photos for investigation, however no product returns. The photos illustrated a tube of broth with white matter resembling mold. Based off the photos, this complaint is confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints was performed and revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. A bd ID/ast plant quality will continue to monitor for trends associated with this defect. Please continue to communicate additional concerns. Per baltrmphxidastaph rev 10 version h, ID 15.0, a defective product obvious to user has a severity assessment of s1. Per baltms0184 ver k a complaint with a severity ranking of s1 or s2 may require investigational testing, including retain sample analysis. However, the customer returned photos which were used for the investigation; therefore, a review of retention samples is not required.

Event description:
It was reported that the customer found two bd phoenix¿ ast broth with white cloudy matter resembling mold before usage. No patient impact was reported. The following information was provided by the initial reporter: the customer found white cloudy matter resembling mold in the broth before usage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the customer found two bd phoenix¿ ast broth with white cloudy matter resembling mold before usage. No patient impact was reported. The following information was provided by the initial reporter: the customer found white cloudy matter resembling mold in the broth before usage.